Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 66 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 140 mg/dl. Customer stated results obtained are in the 60's and 70's. The customer feels well and did not report any symptoms. Customer did state that he does feel symptomatic when the low results are obtained, and that he eats afterwards. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a blood test was performed by the customer fasting and produced test result of 115 mg/dl using truemetrix meter. The product is stored according to specification in the family room. The test strip lot manufacturer's expiration date is 04/30/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history (date/time not set): (B)(6)

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = t) internal report # (B)(4) returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Correction: product returned and investigated.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 66 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 140 mg/dl. Customer stated results obtained are in the 60's and 70's. The customer feels well and did not report any symptoms. Customer did state that he does feel symptomatic when the low results are obtained, and that he eats afterwards. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a blood test was performed by the customer fasting and produced test result of 115 mg/dl using truemetrix meter. The product is stored according to specification in the family room. The test strip lot manufacturer's expiration date is 04/30/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history (date/time not set): result: 1:89mg/dl, date:(B)(6), time:9:24am fasting; result: 2:276mg/dl, date:(B)(6), time:7:24pm fasting; result: 3:121mg/dl, date:(B)(6), time:10:41am fasting; result: 4:66mg/dl, date:(B)(6) time:6:59pm fasting; and result: 5:135mg/dl, date:(B)(6) time:11:32am fasting.